Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00426. It was reported that the patient never received effective therapy. As a result, the patient quit using their scs system. In turn, surgical intervention may take place at a later date to address the issue.